Event description:
Baxter reports a leak in the cassette welding area of the homechoice set. The leak was noted after therapy had been completed. Nothing unusual was noted with the overpouch or carton in which the homechoice set was delivered. No moisture was noted in the door of the homechoice machine. No alarms were elicited during therapy. No pt injury was associated with this incident, however, prophylactic antibiotics were administered as a result of this incident.